Event description:
During an in-service training by a zoll sales rep the device displayed a "no shock advised" message while simulating a ventricular fibrillation signal. There was no pt involvement in the reported malfunction.